Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism, the lead was stretched, and there was damage at implant.

Event description:
It was reported that at implant attempt the lead was tried in several positions but did not achieve satisfactory electrical measurements and had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.